Event description:
Customer reported a charger failed error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. This MDR is related to ge healthcare complaint number.